Event description:
It was reported that the patient was pre-syncopal. The right ventricular (rv) lead had triggered a lead integrity alert (lia) several days prior and the sensing integrity counter (sic) showed high impedance. It was noted that the rv lead had oversensing and noise. In addition the rv lead had a possible fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.